Manufacturer narrative:
(B)(4). Information is unavailable; device was retained. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an anastomosis of the colon and ileum, the device applied the rows of staples only on one side of the tissue; therefore it didn't create the anastomosis. The procedure was carried out with sutures. There were no adverse consequences for the patient. The device and reload have been retained for legal reasons.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a tr45b reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all instruments are inspected 100% for staple presence by an automated vision system. In addition a sample of the batch is inspected at (B)(4) to ensure the device meets the require specifications prior to shipments.